Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On unreported date(s), it was reported that the patient developed "several episodes of peritonitis due to breaks (unspecified) in aseptic technique at home" (no further information was provided). On unreported date(s), the patient began treatment for the peritonitis events with intraperitoneal vancomycin (doses, frequencies and routes were not reported). It was reported that at the time of this report, the peritonitis episodes had resolved and the patient was recovered from the peritonitis events. No further detail was provided regarding how many episodes of peritonitis, dates of the episodes, if the patient was hospitalized for the events or whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.